Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's time settings were inaccurate by 1 day and 4 minutes: cause was unknown customer's blood glucose level ranged between 307-400 mg/dl. Tandem technical support guided the customer through adjusting the pump time.